Event description:
The international distributor's service engineer reported that the ventilator went vent inop while in use and alarmed. The customer reported there was no pt harm. The distributor's service engineer reported he is unable to access the diagnostic mode of the ventilator and is therefore unable to proceed with further evaluation pending receipt of repair parts.